Manufacturer narrative:
(B)(4). A tubing leak is a known cause of this alarm. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the issue was determined to be due to a tubing leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain one of six of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that there was a pinhole leak in the heater line tubing. The technical services representative assisted in ending therapy and reviewed proper procedures. There was no patient injury or medical intervention reported. No additional information is available.